Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with non-sustained rv oversensing via merlin.net transmission. Review of the episodes showed myopotential oversensing. Reproduce oversensing in clinic was suggested. Programming changes were made. Dft and further information will be discussed with the physician.